Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right mtm due to the arms getting locked out of control and multiple errors pointing to the right mtm. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform failure analysis. The mtm was analyzed and the reported was not confirmed. A log review showed no data indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a test system where the component functioned as expected. The mtm was then installed onto a test platform where all relevant testing passed within specification.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, one of the universal surgical manipulators (usm) was locking out. The customer had attempted to reboot the system twice, but the usm remained limp. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified multiple errors related to the right master tool manipulator (mtm). The tse noted that the right mtm was disabled. The surgeon attempted to recover the system, but was unsuccessful. No additional troubleshooting could be performed at that time with the tse and the customer planned to call back after the procedure which was converted to traditional laparoscopic surgery. Later, it was reported that the system was rebooted successfully and the errors did not return. On 17-oct-2025, intuitive followed up and obtained additional information. The customer attempted to use the arm but could not because it faulted and would not allow control of arm. The arm stayed disabled. The system had initially powered on and seemed to work until the surgeon attempted to use the arm. An extra 40 minutes was added to the case for troubleshooting. An additional 12mm port had to be placed during the conversion to traditional laparoscopic surgery.